Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor displayed service code 204 when connected to an electrode belt. The monitor's electrode belt connector was partially pulled off of the j1000 connector on the ca board, causing a poor connection between the monitor and the electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying service code 204 (monitor/belt unusable).